Manufacturer narrative:
A sample is expected to return for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported poor actuation and cutting performance during a procedure. There was no harm or injury to the pt reported. Add'l info has been requested.